Manufacturer narrative:
Additional information was received. The reported issue was not reproduced, the system is operating as expected, the log analysis did not identify any errors that could cause the reported issue, no parts were replaced, no patient injury was reported, and the unit has been returned to clinical use. Based on this information, this event was not reportable.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. UDI # (B)(4). Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. The patient was manually ventilated and case resumed. There was no report of patient injury.